Event description:
It was reported that during a bph surgical procedure at 88,135 joules and 18:33 minutes "the distal tip of the fiber got broken" and "after the procedure, the segments of fiber tip were completely removed from the bladder with grasping forceps". The fiber was exchanged and the second fiber was used (88,135 joules) to complete the procedure . The tip of the fiber was cleaned during the procedure. Patient outcome: "fine" reported.

Manufacturer narrative:
Device returned to manufacturer: updated. Device codes: updated. Device available for evaluation: updated. Evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and returned in 2 pieces; the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting; the fiber appears blackened at the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.